Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image. The customer reported physical damage to the retainer ring on the pump, and the reservoir was unable to lock in place when inserted into the pump. The customer stated that the location of the damage was at the keypad, display, display window cover, and belt clip rail. The customer stated that the case of the reservoir tube side, the case of the battery tube side, and the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Multiple unsuccessful download attempts were made using the thump software. The p-cap did not lock properly into the reservoir compartment. The pump was cut open and corrosion was noted on the force sensor assembly, moisture damage on the motor assembly, physical damage (piece broken off) from connector on pcba 2. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, dog chew marks, partially broken off retainer, partially broken off pieces of belt clip, partially missing display window cover, and crack on the display window. And scratched case. Open book was confirmed during analysis, problem isolated to the electronic assemblies. Dog chew marks, retainer damage, reservoir unable to lock, belt clip damage, damage display window cover, and crack on the display window. Cracked battery tube threads was not confirmed, corrosion on the force sensor assembly and moisture damage on the motor assembly was noted. Physical damage noted on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.